Event description:
It was reported via a field service technicial "performed functional testing including the battery load test and unit did not passthe battery load test. I replaced the power supply and the battery with new ones". When asked for additional information the customer stated "the answer to all questions is unknown".

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service technical "performed functional testing including the battery load test and unit did not pass the battery load test. I replaced the power supply and the battery with new ones". When asked for additional information the customer stated "the answer to all questions is unknown".

Manufacturer narrative:
(B)(4) returned for investigation were a martek power supply and a battery. The samples were returned in a brown cardboard box with protective shipping packaging. Visual inspection of the battery and power supply was performed, and no abnormality was noted. The attached log files were reviewed. Multiple "system running on battery power" alerts were noted, indicating that the power cable was inserted and removed several times. The battery and power supply were installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm. The power supply volt-age check was performed per the ac3 service manual, and all output voltages were present and within specification. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.1 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed "less than 20 minutes remaining" after approximately 51 minutes when running on battery power. Within 2 minutes of the 20-minute alarm, the iabp alarmed "less than 10 minutes remaining". Within 2 minutes of the 10-minute alarm, the iabp alarmed "less than 5 minutes remaining" then immediately shut off. The total battery runtime was approximately 55 minutes. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the iabp must be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "reported shutdowns" is confirmed. The returned battery failed the battery load test. During the complaint investigation, the pump shut off after approximately 55 minutes when operating on battery power after a full charge. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the short battery run time. A definitive root cause could not be determined but a potential cause of the short battery life is a result of battery maintenance. No further action required at this time. This will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp op-erating instructions manual, the battery may not provide the expected minimum run time of operating power.